Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully. Customer's blood glucose ranged from 349-350 mg/dl.

Manufacturer narrative:
Device not returned.